Event description:
It was reported that varying pacing impedance and sensing values were observed on the right atrial (ra) lead during the implant procedure. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of device sensing problem and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies. Additionally, electrical testing was performed and revealed no indication of conductor fractures or internal shorts.